Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that she experienced nausea during sensor insertion on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient is still using the sensors and said they are working properly. Patient was advised to seek a medical opinion if the nausea continues. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).